Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was being implanted with an impella cp device for mechanical circulatory support. During implantation, the impella was unable to pass through the long peel away sheath. Wire access was maintained, and the long sheath was removed and replaced with short sheath. The impella was delivered successfully.